Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a broken tip clamp and the dried serum on the sleeve and plunger clamp in the reported problem area of the pipetter assembly. The fse cleaned sleeve and replaced tip clamp and plunger clamp. The instrument was inspected, tested without further problem, and returned to service.